Event description:
It is reported that a sprinter legend rx balloon burst causing a dissection in the patient. The patient is reported to be okay and did not need surgery.

Event description:
Additional information received reported that the lesion was located in the rca with 75-90% stenosis. The sprinter legend device was advanced into the rca where one balloon-inflation was carried out and a premature rupture occurred. Contrast injection was performed showing perivascular staining but no perforation. After balloon tamponade of this perivascular staining, a resolute integrity stent was placed in the rca with no issues noted. After the stent was deployed, the previously identified perivascular staining was no longer identified.

Manufacturer narrative:
Evaluation: results: the root cause of the reported event is undetermined. Evaluation: conclusion: no conclusion can be drawn- the root cause of the reported event is undetermined. (B)(4).